Event description:
The kvo system hooked to pt's PICC line was leaking. - pt presented to the emergency dept for eval. - the PICC line was removed. - no pt sequela as a result of medical intervention.